Event description:
Pt presented for right hip injection for oa. A tpi injection was administered to the right gluteal muscle. While giving injection the 25 gauge needle broke into the right gluteal muscle. Pt was sent to the ER to have needle removed. There is a thin metallic linear foreign body posteriorly overlying the sacrum at the level of the femoral head/neck. This foreign body likely correlates with a linear metallic density just lateral to the right femoral neck on ap projection. (B)(4).